Event description:
It was reported that before an interventional procedure, the sutures of the prostar xl device were attempted to be deployed in the moderately calcified common femoral artery through a 6f sheath using a preclose technique. Reportedly, during needle deployment, only three out of the four needles presented. The physician then backed the needles down into the device and changed the angle of the prostar xl device. An attempt was made to redeploy needles; however, only three needles were visible. The fourth needle was still inside the barrel of the device. The needles were backeddown again and the device was removed from the patient. Another prostar xl device was successfully deployed and after the procedure, the sutures achieved hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A 6f sheath was used. Device is indicated for use with a 8.5f - 24f sheath. Evaluation summary: the device was returned for evaluation. The suture and three of the four needles were not returned. The reported two attempts to deploy one of the four needles was confirmed as there were two needle strike marks on the barrel surface. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. It was reported that the device was deployed using a 6f sheath, the needles were attempted to be redeployed after the needle backdown technique was performed and the access site was mildly calcified. Per the instructions for use, the device is indicated for use in conjunction with 8.5f to 24f sheaths and the needles are not to be redeployed after a needle backdown technique was performed. Also, the safety and effectiveness have not been established with patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.